Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This device system remains in service.